Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the main coil and the proximal contact were detached from the delivery wire. Microscopic inspection revealed that the main coil was kinked. Additional information indicated that the coil was confirmed to be in good condition prior to use. Based on analysis and information available, it is probable that the observed damages were a result of handling of the device during use. Therefore a root cause of operational context has been assigned to this investigation.

Event description:
During device analysis it was revealed that the main coil was detached. There were no clinical consequences to the patient.

Event description:
During device analysis it was revealed that the main coil was detached. There were no clinical consequences to the patient.